Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, inadequate capture and sensing issues were noted on the right ventricular lead. Diagnostic imaging was performed and lead dislodgment was confirmed. The physician attempted to reposition the lead, but was unable to extend the helix. The lead was explanted and replaced to resolve the issue. The patient was in stable condition.